Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, it was noted that the balloon had a small leakage as it reached the first size. Eventually the balloon burst. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications as a result of this event. The patient current condition was reported to be okay. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.